Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service found the image had blacked out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, blackout of the endoscope image is likely due to a broken wire or short circuit in the imaging cable, a short circuit caused by cracked tabs on the imaging circuit board, separation of the joint of the imaging circuit board, an abnormal continuity caused by internal water immersion, an abnormal continuity of the connector or cord, connector damage or deformation, or lens damage or contamination. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·inspection of the endoscopic system ·warnings and cautions or precautions" olympus will continue to monitor the field performance of this device.

Event description:
Water leakage %2b recall correspondence.

Event description:
It was observed during the device inspection, that the ultrasonic bronchofibervideoscope exhibited a black screen and shows no images due to damage on charged coupled device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The event can be prevented by following the instructions for use which state: "instructions evis lucera ultrasonic bronchofibervideoscope. Olympus bf type uc260fw. Important information ¿ please read before use. Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device."